Event description:
The digital portable machine was brought over to the ed room 1 for a portable chest x-ray. The machine would not take the xray (3 tries). The technologist had to go switch machines back in radiology in order to take the portable chest xray. This device was serviced by (B)(4). Problem description: install handswitch and cable. Work performed: installed replacement handswitch and cable. Tested unit for proper operation and obtained satisfactory results.